Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button was non-functional. Customer's bg levels were not impacted. Pump will be replaced. Customer was to use manual injections as backup therapy until new pump is received.